Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.

Event description:
It was reported that the pulse generator could not be interrogated. Attempts were made with multiple programmers and in different environments. The device was not implanted.